Manufacturer narrative:
After battery installation, the device displayed a critical pump error (open book image) on the lcd screen. After further review of the device's interior, electrical board shows signs of previous moisture presence and corrosion around the battery connectors, on both the keypad and force sensor cables. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests or verify button keypad anomaly due to the critical pump error. Also, device had cracked case, cracked case corner of belt clip rails. No damage and moisture on keypad traces during visual inspection noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump alarmed with an open book image on the screen. The customer stated they submerged insulin pump into toilet and gave error. Customer reported past exposure of the pump to fluid and there was no visible water or fluid in the insulin pump. Customer also stated keypad was unresponsive. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.